Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -5.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced elevated intraocular pressure (52mmhg) which could not be controlled with maximal topical antiglaucoma +oral diamox medication. Patient's drainage angle was heavily pigmented with pigments and excessive pigments were noted anterior chamber. The medication reduced the iop to 9mmhg with additional oral glycerol at a later date. It was also indicated at a later date inflammation occurred and anti-inflammatory eyedrops and prednisolone was given. On (B)(6) 2022 the lens was explanted and it was reported this resolved the problem. The cause of the event was reported as unknown.